Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation and charging difficulties. The patient is doing very well post operatively. Explanted device will not return due to facility policy.